Manufacturer narrative:
UDI: (B)(4). The microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Sample was returned for evaluation: failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector; slight kinks along catheter material. Icp express read 518. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for "no signal detected" reported by the customer could be linked to device using (slight kinks along catheter).

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported no signal was detected in the directlink (ID: 826851 - cerelink icp probe 1l m bolt): in the operating room the directlink was connected to draeger monitor through a switch cable. The internal checking was ok. After zeroing the patient¿s monitor and once connected to the cerelink sensor, no signal was detected, and no light turned on in the directlink. The clinician changed the sensor. The sensor and the draeger switch cable were replaced and everything was ok. Event date: (B)(6) 2019 - (B)(6) 2020.